Event description:
It was reported that the patient presented in clinic. Device interrogation revealed loss of capture on the left ventricular lead. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient was stable post procedure.